Manufacturer narrative:
(B)(4). Batch # n56w4g . Additional information requested and received: what were the indications for surgery? What is the meaning of 'indications'? What is the current patient status? No detailed information. The surgeon told me patient was not good. The analysis found that one psee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60d cartridge reload was received loaded on the device. The cartridge reload was received fully fired no further functional test could be performed due to the condition of the anvil. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just to confirm, were the jaws bent on both devices? Yes both sides.

Event description:
It was reported that during a low anterior resection procedure, for resection of lateral colon (around rectum), a surgeon had tried to fire with gst gold. But, the first one had been worked nothing at all and the surgeon felt it was stuck on something (maybe rigid tissue). So he had to pull the manual override button to back knife between the jaws. As a result, ¿the middle point of jaw was upwarded within inner two line.¿ and second gst echelon was fired to resect remaining colon, however it was also got stuck again after first firing. The knife could not backward itself thus he did manually it. He described the tissue was more rigid and thicker than regular one, but did not understand jaw was being bent. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Type of reportable event: updated to serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event, and has been revised to a serious injury. Additional information received: the photos show that the jaw of pse60a was bent and almost a bit twisted due to unknown reasons. It happened during the firing process and the knife had stuck in the middle of firing so that he had to reverse the knife by manual release. After he opened the jaw he found out that the jaw looked like this. Fortunately, there was no severe harm to the patient and he managed to end up the surgery with a new product. Additional information requested and received: just to confirm, we had asked previously whether both reported devices had bent/damaged jaws and the response was ¿yes, both side.¿ since two devices were reported, can you please confirm if the second device had anvil/jaw damage: I am sorry confusing you. The first body(gst) was not bent, just stopped, during initiate firing. However, the second body was bent and damage as the picture I sent you; how was the procedure completed: the surgeon had to change open procedure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? I don¿t know exactly, but I heard the patient had leakage from the patient; what is the current patient status: not good, but I have no updating. Photographic analysis: seven photos and a video were provided. One of the pictures shows a top view of the (B)(6), the lot # n9373u, expiration date, 9/30/2019 are visible. The rest of the pictures show an anvil with a gold cartridge loaded in the device, the cartridge appears to be fully fired, as the drivers can be observed at the end side. The anvil knife slot is visibly damaged. Also a video provided was reviewed and a revised detail of the video showed; at the 2:05 mark bleeding on the tissue is appreciated, at 3:00 mark an anvil with a gold cartridge is visible and the device can be observed closing and firing on the tissue, at this point no damage on the anvil is noted, after the firing sequence is completed and while the device is retrieve the anvil is noted to be damage, the device is opened at the 5:34 mark. From the 5:35 mark to the 10:00 minutes mark of the video suction the blood on the staple line is showed. Based on the photos and video alone the event describe is confirmed, unfortunately there is not enough evidence in the photo or the video to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.